Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unstable thresholds and intermittent capture on the right ventricular (rv) lead. The rv lead was re- positioned and remains in use. No patient complications have been reported as a result of this event.